Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis replaced on (B)(6) 2018 due to the prosthesis has an aneurysm in the cylinder. An ams700 lgx 18cm device with conceal reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.